Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on two different vitros 5600 integrated systems, j56001711 and j56001714. Instrument issues are the most likely assignable cause for the higher than expected results. For j56001711, a tropi es within-run precision test was not acceptable before service and was acceptable after service actions were completed. For j56001714, there were indications from the e-connectivity measure of final well wash sd that the instrument was not meeting expectations before service. This was acceptable after service actions were completed. Although there is no evidence from quality control data that a reagent issue is a contributing factor, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). A reagent issue cannot be entirely ruled out as a contributing factor. A sample related issue could not be ruled out as an assignable cause, as the pre-analytical sample handling was not within the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from two different patient samples processed on two different vitros 5600 integrated systems. Patient a sample: 0.448 ng/ml vs. <0.012 ng/ml on (B)(4); patient b sample: 0.246 ng/ml vs. <0.012 ng/ml on (B)(4). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es patient results were not reported outside of the laboratory. There is no allegation of harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).